Event description:
It was reported that the bottom three threads of the cancellous screw are blunt, instead of being sharp. This was noted upon opening the packaging. A replacement screw of the same size was used to complete the procedure.

Manufacturer narrative:
This report was previously submitted under report # 1822565-2012-00372. This report will be amended when our investigation is complete.